Event description:
It was reported that the patient had a loss of therapeutic effect and she stated that the stimulation on her left side was "not controlling anything." The patient saw her health care provider (hcp) about a month prior to the report and was reprogrammed, but it was not controlling her pain on the left side. The patient was reprogrammed twice and it had not done anything for her. The patient fell about a month prior to the report and had an x-ray done. The patient wanted to see her hcp and manufacturer representative again. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).